Manufacturer narrative:
Evaluation results: one cadd-ms 3 was returned for investigation in good condition. The customer reported product problem was verified. The investigator inspected the pump and it alarmed with the error code 116 during the lead screw test. The error code 116 indicated that there was a problem with the downstream occlusion sensor. The device was opened for further investigation of the pump. The investigator determined that the downstream occlusion sensor was shattered by the customer and that this was the root cause of the issue. The downstream occlusion sensor was replaced as a result. Damage to the pump was established as the root cause of the product problem.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump was dropped and was showing occlusion. The patient had been off therapy for 40 minutes and was advised to go to the emergency room (ER) for infusion until a working pump is received. The patient was not having breathing issues. The infusion was life sustaining and there was no reported adverse event.  See 3012307300-2019-05935 for the report on the other pump that malfunctioned.